Event description:
It was reported that during use, the patient removed the tracheostomy tube. No patient injury was reported.

Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. A product sample and one photo was received for evaluation. Visual and functional testing was performed. Visual inspection found no defects were found in sample returned. Functional testing found when the sample was inflated with air, the cuff only inflated one side. According to the IFU the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).